Event description:
Reportable based on device analysis completed on 09-mar-2022. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and non-calcified left anterior descending artery. After a 6f guide catheter crossed the lesion, pre-dilatation was performed with a 1.5x12mm non-boston scientific balloon catheter. A 32 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion. The physician predilated the lesion again with a 2.5x12mm balloon catheter; however, the stent failed to cross the lesion and the shaft got kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 32 x 2.75 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found a kink at 5.5 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.